Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on september 25, 2015, reporting that the surgery was performed on the right ankle.

Manufacturer narrative:
A product development investigation was performed for the subject device (part number 04.008.216s, 12mm ti hindfoot arthrodesis cann nail-ex 180mm/rt-sterile, lot number 7380021). The product was returned with the complaint condition of ¿hindfoot arthrodesis nail (han) toggling and non-union at the joint¿ and was received intact showing wear. The nail shows worn surfaces, especially at the distal end and there appears to be residue in the nail cannulation. The subject device implant is part of the titanium cannulated hindfoot arthrodesis nail-ex system. This system is intended to facilitate tibiotalocalcaneal arthrodesis to treat a variety of conditions. Information is provided per the titanium cannulated hindfoot arthrodesis nail technique guide. A review of the current associated drawing for the nail was performed. During the investigation no product design issues or discrepancies, outside the noted damage, were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The received screws (associated with this complaint) show significant wear at the expected nail (subject device) and screw interface. Thus, the reported loosening of the construct and received implants are consistent with the result of wear of the implants after surgery leading to a cycle of implant deformation and loosening. When there is insufficient reduction or healing is delayed there are increased loads the implant must withstand, that would normally be supported by the bone. This is further impacted by patience compliance and activity level, comorbidities, and the surgical technique. Thus, since the conditions over the two years of implant are unknown, the root cause could not be determined. The complaint condition is unconfirmed as x-rays were not available to review the reported non-union and replication of the condition is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown nail. The original implant procedure was performed on an unknown date over two (2) years ago. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision was scheduled for (B)(6) 2015 for a hindfoot arthrodesis nailing (han) that toggled. The foot was originally reduced with two (2) screws posterior to anterior and one (1) proximal in a 180mm nail. The ankle area was widened with toggling. X-rays taken on an unknown date showed a non-union at the joint. The surgeon planned to remove the han and implant a bone graft of vivigen cellular bone matrix and vancomycin beads and insert an upside down tibia nail with a lateral titanium humerus plate for added support. The procedure was completed on the scheduled date, but details are unavailable at this time. This report is for one (1) unknown nail. This report is 1 of 2 for (B)(4).